Manufacturer narrative:
The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, infection (unknown onset).

Event description:
Patient representative reported for right side "removal of implants due to fear of alcl, to reduce risk of alcl, due to symptoms consistent with alcl and fear of alcl including mental anguish, fear of alcl, increased risk of alcl, evaluation of alcl, disfigurement, tissue damage, pain, swelling, rashes, capsular contracture grade unknown, ¿post-operative complications including infection,¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿other physical and emotional manifestations that are severe and ongoing¿ ¿disfigurement,¿ ¿aggravation of underlying conditions including but not limited to gerd¿ ¿chronic insomnia,¿ ¿panic disorder,¿ ¿weight loss and gain, irritable bowel, chronic gi upset/reflux, diarrhea on an ongoing basis,¿ ¿aggravation of underlying conditions including but not limited to depression,¿ ¿vomiting on an ongoing basis¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device was explanted. Device remained implanted longer than indicated in device labeling.